Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 6.1mmol/l. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with button error alarm and unresponsive buttons due to corroded keypad traces. The device was also received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, and missing end cap sticker.